Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a male patient (age unknown), in the attempt to turn the patient over the wire had dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Please reference section h6. The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that a force pulled it away from the connection. Review of the device history records showed that these pads passed the pull testing done during the manufacturing process prior to being released. Additionally, retained sample testing of the suspected lot number confirmed that there were no irregularities with this lot number. No trend is associated with reports of this type.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that a force pulled it away from the connection. Review of the device history records showed that these pads passed the pull testing done during the manufacturing process prior to being released. Additionally, retained sample testing of the suspected lot number confirmed that there were no irregularities with this lot number. No trend is associated with reports of this type.